Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 159 mg/dl. It was reported that the insulin pump alarmed off no power. Customer was driving and unable to troubleshoot at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.